Manufacturer narrative:
Siemens has evaluated the nebulizer in question and found that only the plastic housing was destroyed, the circuit board is completely intact. From this co can make the conclusion that the "fire" started in the buffer water or medication cup. Co's conclusion is that the cause of the failure was due to someone mistakenly added some flamable liquid instead of sterilie water to the buffer water.

Event description:
The incident occurred 11/12/97 at 23:00 pm. Normal procedures were followed (e.g. 10ml water added to pt unit and medication added to cup). Pt unit connected to y-piece on pt side, nebulizer turned on. Operating nurse observes a 3-5 cm long light inside pt unit. Unit is immediately removed from pt. One hr before the same nurse has attempted to use nebulizer without succeeding, at this occasion a white/greenish light was observed in the bottom of the pt unit. Pt is observed and unharmed.